Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient presented to the emergency room, low, out of range, high voltage lead impedance was observed. The lead was capped and replaced. The patient was stable following the procedure and will continue to be monitored with routine follow-up.